Manufacturer narrative:
(B)(4). Implant date: it is unknown if the lens was implanted in the patient's eye. Explant date: it is unknown if the lens was implanted in the patient's eye. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens did not advance correctly when inserting into the patient's eye. Reportedly, the product has been discarded by the user facility. No additional information was provided.

Manufacturer narrative:
The manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. During manufacturing, the lens are inspected at 10x microscope magnification. The visual inspection specifications are defined to release lenses within specifications and in compliance with the product intended use. A search on complaints revealed that there were no other complaints under this production order. The manufacturing process record was evaluated and the units were manufactured within specifications. Based on the investigation, there was no indication of a product quality deficiency. The lens met specification prior to release. The issue reported was not verified as no visual inspection was performed. Labeling review: the directions for use (dfu) states to not leave the lens in a fully advanced position for more than 1 minute. To discard the device if the lens has been fully advanced in the delivery system for more than 1 minute and to not store the device at a temperature under 5°c. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.